Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an issue with recharging, and that it is taking too long to charge the implantable neurostimulator (ins) as the result of poor coupling. It was further stated that the ins is not charging for some reason, and that they are seeing a max of two coupling bars with them charging for hours without success. As a result, the patient's therapy has stopped and they have had a return of tremors on (B)(6). Troubleshooting was performed including an antenna locate feature which did not resolve the issue and the patient still only receiving 2 coupling bars. There were no mentions of ins pocket concerns, and follow up with the healthcare professional (hcp) is to be conducted. A replacement recharger antenna was sent to the patient. Later on date notified a consumer reiterated the issues and noted that the patient is charging with zero coupling bars even though the ins recharger (insr) shows the ins as on with the insr fully charged. However, the "charge recharger battery" screen came on date notified even though the insr showed as full with the patient keeping the insr plugged in "24/7." It was confirmed that the desktop charger (dtc) shows a green light and the connector pin seems firm with the arrows pointing at each other and the insr currently charging the first 25% of the ins. The patient has had the device replaced multiple times but they don't know if it was due to normal battery depletion or not. On (B)(6) it was noted that the patient received the replacement antenna but they are still having the same issues, and that the issue might be internal. Additional information received from a manufacturer representative (rep) on (B)(6) reported an impedance issue as of (B)(6). It was stated that c 0 on the old ins was showing 3028 ohms on the old ins and 2923 ohms on the new ins. The patient is not programmed with c and 0 and some "modifications to the pocket" had to be made when changing the inss. The rep is to be in contact with the patient regarding the recharging issue. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.